Event description:
It was reported that the field representative requested a review of stored ventricular tachycardia (vt) episodes for the patient with this implantable cardioverter defibrillator (ICD). Undersensing was noted in stored episodes with rates seen below therapy zone. Technical services (ts) was consulted, discussed that in two of the three episodes some undersensing was noted but the overall rhythm appeared slow. In a third episode initial detection was in a monitor zone until the rhythm accelerated and anti-tachycardia pacing (atp) was delivered, an external shock was provided before the device charged. The undersensed beats were measured to be below the programmed sensing floor. Ts recommended adding therapy to the first zone and increasing sensitivity. Ts was further consulted and discussed the rhythm appeared very unorganized and slow at times, mentioned all lead measurements are stable and discussed that if this is something cardiac related and leading to a change in arrhythmia then a different lead position could produce the same outcome. The physician had considered a generator change and ts was consulted once more, stating that the device was operating as programmed and that a device replacement will not prevent this from reoccurring as it is a patient rhythm issue. This ICD remains in service. No adverse patient effects were reported. Additional information was received, indicating that a successful defibrillation threshold (dft) test was performed for this subcutaneous implantable cardioverter defibrillator (s-ICD) and the therapy zones were updated. This ICD remains in service. No adverse patient effects were reported.